Event description:
The customer reported that the system displayed a charger error failed message. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced the battery packs and battery charger pcb. He adjusted the battery charger for proper output per procedure. The rep reloaded the system software to correct orphans. He verified proper system operation without any errors, system is operating as intended.